Event description:
It was reported that the patient had increased baseline pain and was diagnosed with a granuloma. The type of medication, concentration, and daily dose being administered via the device system were not reported; device registration system indicates morphine. A catheter revision was planned. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.